Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported left side ¿damaged caused by explant surgery-scissors edge to deflate" and "hole on valve side.".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: .¿ deflation: one opening observed on anterior side assessed as fold flow opening. ¿ use error: one opening observed on radius side assessed as surgical damage. ¿ valve leak and/or damage: not observed. ¿ additional observations: ¿ creases were observed. ¿ wear abrasion was observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.